Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7302770, UDI: (B)(4)

Event description:
It was reported that during a trial procedure, patient had a vagal response when the physician got a loss of resistance. The case was aborted and patient was doing well. No device malfunction was suspected. The trial leads will not be returned per hospital policy.